Manufacturer narrative:
RMA issued. Replacement patient tracker shipped to site (B)(6) 2013. Medtronic representative performed a navigation system check-out, all areas passed. No parts or patient files/scans/exams have been returned to manufacturer for evaluation.

Event description:
A surgeon reported that while in an ent procedure, tracer registration failed; tracer pattern rotated when completed. A coronal CT was used. In trouble-shooting with medtronic, they adjusted the threshold, repositioned the patient tracker and the emitter, and switched to a different navigation system. Next changed to a new patient tracker and obtained green status. The surgeon tried tracer and registration failed, some of the traced points disappeared. Recommended the surgeon trace lightly so points do not store under the skin as the patient was larger. Registration failed. Instructed in pointmerge registration. Surgeon opted to switch back to original navigation system, registered using pointmerge and passed. Surgeon checked accuracy, deemed it was acceptable and proceeded. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The patient tracker used during the reported event was returned to the manufacturer for analysis and showed signs of physical damage. The tracker would not allow navigation. It did not show up in tracking view and remains in red status. The wire appeared to be pinched where it enters the tracker casing. There were electrical opens on coil #2 and coil #3. The reported event was confirmed. The device was replaced and there were no further issues. A review of the system archive found that the 3d model used for registration looked good after adjusting the threshold. The tracer registration pattern used by the surgeon was not saved, so it was not possible to determine if they were using too much pressure during the registration. The software investigation found that the issue was caused by damaged cable in the tracker. The software was functioning as designed.